Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported when a patient presented for a system replacement, a fluctuation of high right ventricular r-wave amplitudes were observed due to noise on the atrial channel. The leads were extracted and replaced. The patient condition is well. The patient will continue to be monitored.